Event description:
It was reported that the coil (subject device) detached prematurely within the microcatheter. The entire coil was removed. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device was performed and the device was noted to have been broken from the delivery wire at the glue joint. The hook of the delivery wire had been pulled from the glue and the hollow where the hook had been pulled out could be seen in the glue. The main coil was found to be kinked, likely caused by procedural factors. The broken coil is covered in the device directions for use (dfu). The device was repositioned multiple times during use and the anatomy was somewhat tortuous. The delivery wire was not returned for analysis and the microcatheter used was not returned for analysis. Given that there are multiple factors that may have contributed to this occurrence and that the delivery wire and microcatheter were not returned with the device, a probable assignable cause could not be determined for the broken coil.

Event description:
It was reported that the coil (subject device) detached prematurely within the microcatheter. The entire coil was removed. There were no reported clinical consequences to the patient.